Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the system preformed as designed.

Event description:
It was reported that kit tablet had performance issues. The following information was provided by the initial reporter: material no. 516704, batch no. 91df1f51 and 4fd8d2b8. It is reported customer experienced performance issues. Verbiage received, - "from comments section in a post market survey: date: march 5, 2021, case 167, cart-3 3. "Not as accurate with picking up fentanyl injected. Had to go back a few times and fill in."

Manufacturer narrative:
The manufacturing location for this product is pride industries. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: the customer provided lot # 91df1f51. This does not match the catalog number provided. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that kit tablet had performance issues. The following information was provided by the initial reporter: material no. 516704, batch no. 91df1f51 and 4fd8d2b8 it is reported customer experienced performance issues. Verbiage received, - "from comments section in a post market survey: (B)(6) 2021, case 167, cart-3 "not as accurate with picking up fentanyl injected. Had to go back a few times and fill in."